Manufacturer narrative:
Zoll has not yet received the auto-pulse lithium ion battery for evaluation. A supplemental report will be filed if, and when the product is returned, and investigation has been completed.

Event description:
As reported, during shift check, the auto-pulse platform screen panel displayed, "replace battery" message upon insertion of a fully charged auto-pulse li-ion battery (sn (B)(4)). The users did observed the battery status as fully charged on the auto-pulse multi chemistry charger prior insertion on the platform. No patient involvement.